Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tr; guide cath: taiga. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. Furthermore, balloon material rupture can occur from factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. The lesion was characterized as moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported difficulties. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion as resistance was encountered, such that the balloon ruptured upon the inflation attempt. Return of the trek may have ultimately aided the investigation in determining a cause for the experienced rupture. It was noted that there were no leaks/issues noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. However, additional information received stated that air aspiration is usually done inside the vessel at the site, although it is not known how the device was prepared in this specific case. It should be noted the rx trek instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information received with this complaint, the reported resistance/difficulty crossing appears to be related to circumstances of the procedure. However, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of a moderately tortuous, moderately calcified, 99% stenosed, distal right coronary artery, the 2.5 x 12 mm trek met resistance but was delivered to the lesion; however, during the first inflation attempt the balloon did not inflate and was noted as ruptured. A non-abbott balloon catheter and a non-abbott stent were used in the procedure. The physician felt the balloon rupture was probably due to the calcification. There was no reported adverse patient effect. There was no clinically significant delay in the procedure reported. Though requested, no additional information was provided.